Event description:
It was reported that x-rays revealed setscrews "backed out at left and right l3". Additionally, a setscrew "was loose and both rods disengaged at l2". A revision surgery was performed approximately 1 month post-op to extend the construct and add a crosslink at l4.

Manufacturer narrative:
Device has not been explanted, so product evaluation is not possible. Device was not returned to manufacturer for evaluation. Xrays were returned and evaluated to determine the cause of the event. Unable to determine the cause of the event.